Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified signs of use (gouges) and the device has a corner fractured off. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cr pad impactor broke when impacted. The broken fragment fell on floor and was not picked up by the tech after the case. The rep was made aware of the broken instrument in the sterile processing department. It is unknown which case it fractured in. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device is fractured. Not all pieces were returned. The device has potential field age of over 5 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.